Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The main printed circuit board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a primary audible alarm power on self-test. There was no patient harm, it was during patient use, and no delay of therapy.